Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the lead for his bundle pacing, the lead was unable to reach the his bundle and unable to capture. It was also noted that the lead was pulled while splitting the sheath. The physician also commented that the catheters that were used and the lead had poor handling and the catheters needed a deflectable mechanism. The lead was not implanted. The patient is a participant in the imaging study of lead implant for his bundle pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the procedure, the lead had unacceptable pacing thresholds and inadequate sensing. The lead also dislodged while slitting the sheath. The patient is also a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after the lead dislodged, the lead was repositioned in the high right ventricular septum and remains in use.